Manufacturer narrative:
A ge service representative performed an on site investigation. Investigation indicated that the system was not booting up all the way and had a failed message in linux of the gpos monitor in the service mode. Reloaded the software. The system was tested and found to be working as intended. System was placed back into service.

Event description:
It was reported that the 9900 system failed on first boot of the day. There was no report of patient injury.